Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency department with chronic heart failure. Upon device interrogation, episodes of under-sensing and over-sensed t-wave signals resulting in an incorrect pacing rate were seen from this right atrial (ra) lead. Additionally, a high capture threshold measurement was observed. Boston scientific technical services was contacted and discussed performing diagnostic imaging to exclude ra lead dislodgement. It was discussed that this patient had a previous ra lead dislodgement a few months following the implant procedure which was resolved by surgical revision. At this time, this ra lead remains implanted and in-service. The patient was stable with no additional adverse consequences reported.